Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance during a merlin.net transmission. The patient was asymptomatic, no intervention was done. The patient would continue to be monitored.